Event description:
Female patient with multiple co-morbidities: during the night, the patient's cannula allegedly became coiled and kinked where soft tubing meets under chin. Patient's oxygen saturation levels dropped to low 80s causing hypoxic ischemic cardiac event. Troponin checked the next morning was at 2.09 and a repeat troponin revealed 1.77. EKG unchanged (-) and cxr showed evidence of congestive heart failure. It took several hours to bring patient to baseline and ease her respiratory condition.======================manufacturer response for nasal cannula, airlife adult cushion nasal cannula (per site reporter).======================carefusion has received your reported complaint on the following device: product description: cannula soft adult w/25ft tb 25/cs.